Event description:
Smart site extension set lot #20125931, connected to patients IV access and complete resistance when attempting to flush. Reconnected with different lot of same product and IV was able to be flushed without resistance.